Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving check therapy electrode alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy electrode alarms) was confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to a cut pulse wire in the trunk cable. The root cause for the cut wire could not be positively identified but was likely physical abuse. No adverse event resulted from the cut pulse wire. The pt did not require a replacement electrode belt.